Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during initial drain. The caregiver (cg) stated that the initial drain was started before the home patient (hp) connected, then the hp connected. The lines weren't properly primed before therapy was begun. The patient was connected either at the time of the alarm or observed air. Patient extension lines were not used. The patient did not disconnect anytime prior to the alarm or observed air. All bags were properly connected. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to make sure the lines are properly primed before beginning peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.